Event description:
The physician was attempting to deploy a 3.5mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in the lad that was reported to exhibited severe calcification. It was reported that the lesion was pre-dilated; however the physician could not pass the balloon to the target lesion and the stent was noted to be 'crushed'. No patient injury occurred and no clinical sequelae were reported. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation and failure to deliver device). Patient condition affected effectiveness of the device (patient lesion morphology; severe calcification). Conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; severe calcification). (B)(4).

Event description:
Device evaluation: no damage was evident to the distal tip. The stent was positioned between the inner marker bands as per specification. The 11th, 12th and 13th proximal stent struts as well as the 5th and 6th distal strut segments were elevated and deformed.